Manufacturer narrative:
The company representative confirmed the event of "rapid gas loss" alarm in the fault journal and condensation was observed in the pneumatic tubing. The company representative cleared the moisture/condensation from pneumatic tubing. The company representative could not duplicate the event of blank screen and found no error messages pertaining to electrical code failures. The company representative checked the pneumatic performance service diagnostics, functional tests and electrical safety checks. The iabp met factory specifications and was returned to the customer. (B)(4).

Event description:
The customer reported that while the unit was in use on a patient, the unit generated the "rapid gas loss" alarm was displayed on monitor and monitor screen went blank. The patient was switched to another unit and therapy was continued. No patient injury was reported.